Manufacturer narrative:
(B)(6). PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use, the front end of an ngage nitinol stone extractor basket could not open properly. The procedure was completed using another new device. No adverse effect reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) summary of event: as reported, prior to use, the front end of an ngage nitinol stone extractor basket could not open properly. The procedure was completed using another new device. No adverse effect reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacture procedures, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test were also conducted. The complaint device was returned in open packaging. The handle does not actuate basket assembly. The handle was disassembled and could actuate assembly manually. The support sheath was found to be loose from the basket sheath, there was evidence of glue. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provides the following information: suggested handling instructions for extractors and forceps. Important: excessive force could damage device because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The returned device was found to have a basket that was closed and could not be opened. The device was disassembled by the investigator and the basket could be manually functioned without the handle attached to the basket assembly. The orange support sheath was separated from the basket sheath, preventing the basket from functioning normally. Glue residue was observed between the basket sheath and support sheath, indicating the device was properly manufactured. The cause for the issue could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.